Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis of the follow-up data from april 11th 2016 did not show any anomalies. A device ram dump was not available for analysis, therefore the root cause of the clinical event could not be determined. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Based on the information available for analysis, the root cause of the clinical event could not be determined. Should additional relevant information become available, this investigation will be updated.

Event description:
Device went into backup for unknown reasons. The device was reset, reprogrammed, and a full follow-up was performed. The device remains implanted.